Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow alert for multiple pacemaker mediated tachycardia, atrial tachycardia response, and nonsustained ventricular tachycardia episodes. Episodes of ventricular tachycardia were also reported. Anti-tachycardia pacing was reported to have been delivered and accelerated the arrhythmia rate. A yellow alert was also issued for a high left ventricular pacing lead impedance; however the measured lead data is within normal range. No adverse patient symptoms were reported.